Event description:
Reporter alleged paramedics were called a family member being treated due to blood glucose monitoring device results. Reporter stated device result was 180 mg/dl. And family member took normal insulin. Reporter stated family member becoming "disoriented and violent (kicking and screaming)" thirty minutes after taking insulin and so paramedics were called. Reorter indicated device result was 291 mg/dl which was a retet taken 30 minutes after the 180 mg/dl result. Reporter stated paramedic's device was 60mg/dl taken within 20 minutes of each the device retest. Reporter indicated family member was treated with a dextrose IV and .5mg glucagons. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.